Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Customer reported that midway in during mako tha case, at the reaming stage the mics did not function on pressing the trigger. A mics status check was done and the mics failed. It was replaced by a second mics which did not also function and also failed the mics status check. Customer reported delay of 10 minutes to the surgery.

Event description:
Customer reported that midway in during mako tha case, at the reaming stage the mics did not function on pressing the trigger. A mics status check was done and the mics failed. It was replaced by a second mics which did not also function and also failed the mics status check. Customer reported delay of 10 minutes to the surgery.

Manufacturer narrative:
Fo reported event: it was reported that customer reported that midway in during mako tha case, at the reaming stage the mics did not function on pressing the trigger. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: review of device history records indicate 25 devices were manufactured under prodex lot k067q and 25 including 4200375 were accepted into final stock on 12/06/15.no non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k067q shows 04 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904. Device not returned.